Event description:
A us distributor reported that a patient's electrode belt's cable was damaged and was experiencing add gel/replace belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable, add gel messages) was confirmed due to the electrode belt¿s distribution node (dn) to rear te cable being cut and severed, damaging wires within the cable. The root cause for the broken wire was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.